Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise resulting in anti-tachycardia pacing (atp). The complete system was extracted. The lead was destroyed during the extraction procedure, but it appeared to have fractured, consistent with subclavian crush damage. There were no additional adverse patient effects reported.

Manufacturer narrative:
The lead was destroyed and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.